Event description:
The user facility reported the unit was leaking water. The facility reported flooding of the area surrounding the unit.no procedural delays or cancellations have been reported. No property damage was reported.

Manufacturer narrative:
A device technologies of (B)(4) service technician arrived on-site, and contained the leak. The technician noted floor drains in the room where the unit is located.the device technologies of (B)(4) service technician inspected the unit, and found a cracked centrifuge filter body. The unit was repaired, tested, found to be operational. However, the customer elected to return the unit to steris for replacement.